Manufacturer narrative:
(B)(4) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 respectively with the following findings: the test strips passed all testing with no faults found. The unknown error message could not be duplicated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4) - correction: investigation confirmed the alleged error message in the meter's error log; however, the error message was not reproducible during testing. The cause of the event is unknown.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was displaying an unknown error message regarding a strip issue. The complaint was classified based on the customer care advocate (cca) documentation. During the end of (B)(6), the patient reported the alleged issue first occurred. The patient reported using non adjusting insulin to manage her diabetes. The patient reported making no changes to her diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012, at an unknown time, she felt "lightheaded." However, the patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca was unable to resolve the alleged issue with training. Replacement products were sent to the patient. There is no indication that the subject meter cause or contributed to an adverse event. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, or treatment suggestive that a serious injury occurred. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.